Manufacturer narrative:
Lead was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient experienced twiddler's syndrome causing the left ventricular (lv) lead to get dislodged. The lv lead was explanted. No additional adverse patient effects were reported.